Event description:
There were a total of three ultrasonic chronic total occlusion (cto) devices by bd (lot# gfjq0438, ref# xcto146) that leaked at the weld before the stopcock during a procedure. All products pulled from the shelf and replaced. Manufacturer response for ultrasonic cto device, bd crosser iq - ultrasonic cto device (per site reporter). The vendor of the inventory batch was notified. They replaced the old batch with a new lot number batch.